Manufacturer narrative:
Company comment: the serious events of anaphylactic reaction and swelling at implant site were considered expected and possibly related to the treatments. Serious criteria included the need for urgent medical care and treatment with epipen to prevent permanent damage. The likely root cause include the patient's hypersensitivity reaction to the product. Potential contributory factors include the concomitant toxin treatments, which also could have been the alternative root cause to the events as there was a reaction to one toxin after performed skin test for allergy. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and indicate a possible involvement of the product. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: restylane-no corrective or preventive actions are deemed necessary based on the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a physician concerning a female patient of an unknown age. No information about medical history, history of allergies or previous filler treatments has been provided. On an unknown date in (B)(6) (2021 or 2022), the patient received treatment with restylane and restylane lyft with lidocaine to unknown location (unknown amount, lot number, injection technique and needle type). The patient also received treatment with botox [botulinum toxin type a]. On an unknown date, the patient experienced swelling (implant site swelling). The patient went to the injectors office, and thereafter to the emergency room (ER) and received treatment with epipen [epinephrine] for anaphylaxis (anaphylactic reaction). On an unknown date, the patient received treatment with dysport and had no issues. The patient later went to a rn injector who did a skin test on her forearm with dysport and botox. According to the patient, she had reacted to the botox. The reporting physician informed the patient that she never had any issues with botox or dysport and hypersensitivity or never heard of anaphylaxis with this product. The physician thought that most likely the patient had reacted to the filler. Outcome at the time of the report: anaphylaxis was recovered/resolved. Swelling was recovered/resolved.